Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with bent infusion set cannula. The customer¿s blood glucose was between 350 mg/dl and 430 mg/dl at the time of incident. Customer stated to have issues with infusion set cannula being bent and tape would not adhere. Troubleshooting was performed and advised customer to review the infusion set insertion technique. Customer also reported to have experienced a high blood glucose of 350 mg/dl and 430 mg/dl. Customer stated that the high blood glucose event started on (B)(6) 2017 due to bent infusion set cannula issues. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue persists the infusion set is being replaced and is not expected to return for analysis.